Manufacturer narrative:
Detailed product information was not provided to bsc, because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that restenosis occurred. In (B)(6) 2022, the target lesion was located at ramus and was successfully treated with a 3.00 mm x 30 mm agent dcb with 0% residual stenosis and timi flow of 3. The patient was discharged. In (B)(6) 2025, the patient presented with unstable angina and was hospitalized for further evaluation and treatment. At the time of event, the patient was on aspirin and clopidogrel. The patient developed dehydration which was treated with medications to treat the event, and the hospitalization was prolonged for the event. The patient was diagnosed with severe aortic stenosis, and the hospitalization was prolonged to treat the event. Coronary angiography revealed 90% in stent restenosis at ramus and the patient was recommended for revascularization. The 90% in stent restenosis at ramus was treated with balloon angioplasty successfully. Post revascularization, the residual stenosis was noted as 0% with timi flow of 3. The event was considered to be resolved, and the patient was discharged from hospital.